Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead extension wire bipolar combination had a short (<250 ohms) upon impedance check during stage ii ipg/ins and extension implant with connections to leads. It was noted that there was normal manipulation of hardware which was believed to have led or contributed to the issue. It was during an impedance check with leads, extensions and ipg (implantable pulse generator) were completely connected showed that there was a short in one of the bi-polar combinations. An impedance check was done on the ipg and then an external neurostimulator (ens) with the clinician programmer and a twist-lock cable was used to determine the viability of the lead. The lead impedances were normal and it was determined that the extension wire must have the short. The extension wire was then replaced and impedances were checked again from the ipg in the pocket and they were normal. It was stated that the issue was resolved. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the extension serial number (B)(4) found no anomaly. Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.